Event description:
Reporter alleged obtaining a discrepant blood glucose result of 174 mg/dl back to back with a result of 94 mg/dl on the advantage system when testing was performed within 10 mins. Reporter stated he took his normal 1000 mg of metformin, 100 mg of januvia, and 4 mg of "prandel" just prior to obtaining back to back readings. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.